Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose was over 600 mg/dl. Customer performed the high pressure test and passed. Customer received the no delivery alarm during the fill cannula process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.